Event description:
Reportedly, the staples were not formed properly. The doctor cut the tissue and the pt lost about 10cc of blood. The surgeon was able to stop the bleeding with sutures. Procedure: lower anterior resection.